Event description:
It was reported, during the implant procedure, it was not possible to completely undeploy the lead distal lobes. Consequently, this lead was withdrawn and replaced uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; lead was received with the lobes undeployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue; distal conductor blood observed; lead stretched, lead damaged at implant; full lead analyzed.